Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was unknown at the time of the incident. Customer also reported replace battery now alarm. Customer received a low battery alert prior to the replace battery now alarm. Timing was less than 10 hours from the low battery alert to the replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that, the battery cap is not loose, cracked, or damaged. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. Customer stated that, he puts new battery in and then it dies a day later. Customer stated that, it happened again and he called to troubleshoot because putting in another battery. Troubleshooting steps were guided for blank display screen. Customer stated that, the display was not blank less than 30 seconds. Customer stated that, display is blank currently. Customer declined to further troubleshooting since replacing the pump. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm, power loss alarm or blank display noted during testing.